Event description:
Inappropriate pocket stimulation reported. It was isolated to the lv circuit. The device and a competitor lead adaptor were removed from service. No patient complications have been reported as a result of this event.